Event description:
The doctor reported to the stryker sales rep that the pt received a medpor cranial hemisphere implant. The doctor stated that the implant was explanted due to an infection. The doctor stated that in his opinion, the infection was due to the pt's non compliance in touching/handling the wound or incision site. The pt's condition after surgery was fine.

Manufacturer narrative:
Lot number info was not provided to enable an investigation.